Event description:
It was reported through the MFR's rep that the pt's interstim neurostimulator system was removed due to an infection. A new neurostimulator was implanted. No further info has been made available from the hcp at this time.

Manufacturer narrative:
To date medtronic inc. Has not received the device for evaluation. Further info has been requested from the hcp. A follow-up medwatch report will be filed if futher info is received or the device returned for eval.